Event description:
During the paroxysmal atrial fibrillation procedure, insertion difficulties resulted in the need for an additional femoral access site. Access was gained in the right groin, and the included guidewire was inserted into the patient. The introducer with the dilator assembled was then advanced over the guidewire. The introducer had been inserted approximately 10cm when further advancement became difficult. Fluoroscopy and ultrasound revealed that the guidewire had kinked at the tip of the dilator. The introducer was withdrawn from the patient, leaving the guidewire in place; however, the kink in the guidewire did not resolve. The guidewire was removed from the patient and determined to be intact. Fraying at the dilator tip was also observed. A linear ultrasound probe had been used but the puncture was performed at a relatively steep angle to the patient, and the vessel course was deeper than usual which is considered a possible contributing factor. The introducer was replaced and a new puncture site was used for insertion. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.